Event description:
Caller reported a power source alert had occurred while using the tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. The caller resolved the issue by ensuring the wall adapter was plugged into a working outlet for at least 30 consecutive minutes, after which the pump began charging, and no further assistance was required.